Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that her (B)(6) year old daughter experienced high blood glucose level due to a bent cannula at the site. Therefore, she tried to treat it with bolus via the pump. Reportedly, her highest blood glucose level was over 350 mg/dl. Further, she ate breakfast and her blood glucose level was 200 mg/dl and then 500 mg/dl, when she got to school and had 11 units on board. The infusion set had been used for one day. Subsequently, they went to the emergency room, with ketones and on (B)(6) 2020, the patient was admitted to the hospital due to diabetic ketoacidosis and high blood glucose level. During hospitalization insulin, fluids of saline and unspecified intravenous medication (drug name unknown) were administered as corrective treatment, which resolved the issue. On (B)(6) 2020, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.